Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a wound under the back left electrode where there was missing skin. There was no alleged device malfunction contributing to the wound. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the wound. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.